Event description:
It was reported that the burr stuck in the lesion and the stent damaged with burr interaction occurred. A 3.0 x 24 synergy drug-eluting stent (des) was implanted in the left anterior descending artery (lad) and left main. The patient was still symptomatic when the patient presented for two month follow up. A diastolic hyperemia-free ratio (dfr) was performed in the lad that resulted in a significant calcific lesion in the mid lad. A 1.5mm rotapro used to rotablate beyond the stent. During ablation, the burr gripped the implanted synergy stent, and the stent became wrapped around the shaft of the burr. The burr subsequently stalled. The physician removed the stuck burr by cutting the shaft of the rotapro burr near the advancer and advancing a guideliner up into the left main artery. The burr, shaft, rotawire and damaged stent were removed from the patient. The procedure completed successfully with a 1.25mm rotapro, a synergy stent implanted in the mid lad and a synergy megatron implanted in the left main to proximal lad with the guidance of hd intravascular ultrasound (ivus). Excellent final angiographic results were reported. There were no patient complications reported.